Event description:
2004 - the pt was initially treated with a gore excluder device with successful exclusion of the abdominal aneurysm. Approximately 6 months later, the patient returned to the clinic with an underwent a reintervention of the excluder device due to a type iii endoleak. Per the physician, the endoleak was noted to be 1 cm distal to the flow splitter divider on the ipsi-side of the main device. During the reintervention, the physician placed an iliac extender up to the site of the endoleak with excellent results. Post reintervention angiography showed a sealed off endoleak with no contrast into the aneurysm sac. The patient was noted to be doing well.